Manufacturer narrative:
Bayer case number: (B)(4). Recurring back ache [back pain], fatigue [fatigue], iron deficiency [iron deficiency], weight gain [weight gain], abdominal swelling [swelling abdomen], flatulence [flatulence], muscle pain [muscle pain], muscel stiffness [muscle stiffness], shortness of breath [shortness of breath], loose teeth [loose tooth], persistent inflammatory pain in left knee [aching (l) knee], persistent inflammatory pain in left knee [gonitis] , inflammatory bronchitis [chronic bronchitis], itching of the ear canal [ear pruritus], sight disorders [visual disturbance] , malaise [malaise] , sadness [feeling sad], anxiety [anxiety], eczema (breast) [localised eczema], dizziness [dizziness] , feelings of drunkenness [drunkenness feeling of] , sleep disturbances [sleep disturbance] , persistent headaches on the top of the head [persistent headache], heavy menstrual bleeding [heavy menstrual bleeding], swollen breasts [breast swelling], tender breasts [tenderness breast] , memory disturbance [memory disturbance], concentration problems [concentration impairment] , low iron levels [iron low] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-apr-2025. The most recent information was received on 22-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("recurring back ache") in an adult female patient who had essure inserted (lot no. C68119) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), fatigue ("fatigue"), iron deficiency ("iron deficiency"), abdominal distension ("abdominal swelling"), flatulence ("flatulence"), myalgia ("muscle pain "), musculoskeletal stiffness ("muscel stiffness"), dyspnoea ("shortness of breath"), loose tooth ("loose teeth"), arthralgia (" persistent inflammatory pain in left knee"), arthritis (" persistent inflammatory pain in left knee"), bronchitis chronic ("inflammatory bronchitis"), ear pruritus ("itching of the ear canal"), visual impairment ("sight disorders"), malaise ("malaise"), depressed mood ("sadness"), anxiety ("anxiety"), eczema ("eczema (breast)"), dizziness ("dizziness"), feeling drunk ("feelings of drunkenness"), sleep disorder ("sleep disturbances"), headache ("persistent headaches on the top of the head"), heavy menstrual bleeding ("heavy menstrual bleeding"), breast swelling ("swollen breasts"), breast tenderness ("tender breasts"), memory impairment ("memory disturbance") and disturbance in attention ("concentration problems") and was found to have weight increased ("weight gain") and blood iron decreased ("low iron levels"). At the time of the report, the fatigue, iron deficiency, headache, heavy menstrual bleeding, memory impairment, disturbance in attention and blood iron decreased had not resolved. The outcomes for back pain, weight increased, abdominal distension, flatulence, myalgia, musculoskeletal stiffness, dyspnoea, loose tooth, arthralgia, arthritis, bronchitis chronic, ear pruritus, visual impairment, malaise, depressed mood, anxiety, eczema, dizziness, feeling drunk, sleep disorder, breast swelling and breast tenderness were unknown. No causality assessment was received for essure with regard to fatigue, iron deficiency, weight increased, abdominal distension, flatulence, myalgia, musculoskeletal stiffness, back pain, dyspnoea, loose tooth, arthralgia, arthritis, bronchitis chronic, ear pruritus, visual impairment, malaise, depressed mood, anxiety, eczema, dizziness, feeling drunk, sleep disorder, headache, heavy menstrual bleeding, breast swelling, breast tenderness, memory impairment, disturbance in attention or blood iron decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Blood iron] (date unknown): low. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-apr-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Recurring back ache [back pain], fatigue [fatigue], iron deficiency [iron deficiency], weight gain [weight gain], abdominal swelling [swelling abdomen], flatulence [flatulence], muscle pain [muscle pain], muscle stiffness [muscle stiffness], shortness of breath [shortness of breath], loose teeth [loose tooth], persistent inflammatory pain in left knee [aching (l) knee], persistent inflammatory pain in left knee [gonitis], inflammatory bronchitis [chronic bronchitis], itching of the ear canal [ear pruritus], sight disorders [visual disturbance], malaise [malaise], sadness [feeling sad], anxiety [anxiety], eczema (breast) [localised eczema], dizziness [dizziness], feelings of drunkenness [drunkenness feeling of], sleep disturbances [sleep disturbance], persistent headaches on the top of the head [persistent headache], heavy menstrual bleeding [heavy menstrual bleeding], swollen breasts [breast swelling], tender breasts [tenderness breast], memory disturbance [memory disturbance], concentration problems [concentration impairment], low iron levels [iron low]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("recurring back ache") in an adult female patient who had essure inserted (lot no: c68119) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), fatigue ("fatigue"), iron deficiency ("iron deficiency"), abdominal distension ("abdominal swelling"), flatulence ("flatulence"), myalgia ("muscle pain "), musculoskeletal stiffness ("muscle stiffness"), dyspnoea ("shortness of breath"), loose tooth ("loose teeth"), arthralgia (" persistent inflammatory pain in left knee"), arthritis (" persistent inflammatory pain in left knee"), bronchitis chronic ("inflammatory bronchitis"), ear pruritus ("itching of the ear canal"), visual impairment ("sight disorders"), malaise ("malaise"), depressed mood ("sadness"), anxiety ("anxiety"), eczema ("eczema (breast)"), dizziness ("dizziness"), feeling drunk ("feelings of drunkenness"), sleep disorder ("sleep disturbances"), headache ("persistent headaches on the top of the head"), heavy menstrual bleeding ("heavy menstrual bleeding"), breast swelling ("swollen breasts"), breast tenderness ("tender breasts"), memory impairment ("memory disturbance") and disturbance in attention ("concentration problems") and was found to have weight increased ("weight gain") and blood iron decreased ("low iron levels"). At the time of the report, the fatigue, iron deficiency, headache, heavy menstrual bleeding, memory impairment, disturbance in attention and blood iron decreased had not resolved. The outcomes for back pain, weight increased, abdominal distension, flatulence, myalgia, musculoskeletal stiffness, dyspnoea, loose tooth, arthralgia, arthritis, bronchitis chronic, ear pruritus, visual impairment, malaise, depressed mood, anxiety, eczema, dizziness, feeling drunk, sleep disorder, breast swelling and breast tenderness were unknown. No causality assessment was received for essure with regard to fatigue, iron deficiency, weight increased, abdominal distension, flatulence, myalgia, musculoskeletal stiffness, back pain, dyspnoea, loose tooth, arthralgia, arthritis, bronchitis chronic, ear pruritus, visual impairment, malaise, depressed mood, anxiety, eczema, dizziness, feeling drunk, sleep disorder, headache, heavy menstrual bleeding, breast swelling, breast tenderness, memory impairment, disturbance in attention or blood iron decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Blood iron] (date unknown): low. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.